Manufacturer narrative:
A supplemental MDR is being submitted due to change in reportability based on the product evaluation findings. Further confirmation detailed that this issue is no longer reportable for detached or separation which the potential for death or serious injury is not remote. Tubing separations from the vamp have the potential to result in large amounts of fluid/blood loss. However, product evaluation stated that the customer report of connection issue was not able to be confirmed as the connections are able to be loosened and disconnected and are not bonded. All connections appeared tight as received. No visible damage/defect was observed from the unit, especially connection between stand-alone three-way stopcock and vamp flex, during visual examination. No leakage was observed from the unit during leak test. No luer connections got loose or detached during evaluation. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis but has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a pxvfp11295 pressure monitoring connector of the reservoir got disconnected during use, when the customer attempted to draw blood. It was reconnected, but the connector felt loose and was about to come off. The disconnection occurred between the syringe and three-way stopcock. There were no patient complications reported.